Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the carefusion coordination engine (cce) messages were not processing on the es server and resulting in patient and order data not appearing. A technical support specialist (tss) coordination with ie confirmed that messages had already reached es and were awaiting processing. Tss restart the application server, cce services, and checking database resources, did not resolve the issue. Tss review the log and the tss determined that the issue was caused by update 1 being deployed using an incorrect profile, which led the inbound processing service to connect to the wrong structured query language (sql) instance. Based on the relevant knowledge article, redeployment of es 1.11 followed by update 1 was identified as the solution. However, the customer later confirmed that no issues were observed. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, station was on standby for the es v1.11 upgrade. However, there were no delays or adverse events or injuries reported based on this event.